Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 447 mg/dl. Customer was sick, vomiting, shaky, increased heart rate, flushed and not eating. The current blood glucose reading is 474 mg/dl. Caller stated that insulin pens are at mother's house. Nothing further reported.